Manufacturer narrative:
The biomedical engineer (bme) reported that when they admitted a patient onto a central nurse's station (cns) tile / bedside monitor, and the patient is admitted to their correct tile / device. Then in another patient tile, it removes an existing patient name and duplicates the patient name with the one that was just admitted. The vitals on the other tile are for the other patient but it is listed under the incorrect name. This same patient name also showed up on the bedside monitor as well. This issue occurred at around 7am when the patient was admitted. No patient harm reported. (B)(4).

Event description:
The biomedical engineer (bme) reported that when they admitted a patient onto a central nurse's station (cns) tile / bedside monitor, and the patient is admitted to their correct tile / device. Then in another patient tile, it removes an existing patient name and duplicates the patient name with the one that was just admitted. The vitals on the other tile are for the other patient but it is listed under the incorrect name. This same patient name also showed up on the bedside monitor as well. This issue occurred at around 7am when the patient was admitted. No patient harm reported.